Event description:
Immediately following implant procedure on (B)(6) 2021, patient complained of shortness of breath. Surgeon ordered a CT scan and found that the lead had pushed through the pleura by 2 inches. On (B)(6) 2021, the surgeon brought the patient back into the or to reposition the lead. No pneumothorax was noted and the patient¿s issue is now resolved.